Event description:
It was reported via repair work order that the head end was elevated and would not lower as the bed was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.